Event description:
The patient stated, that she began experiencing 04 (occlusion) errors on her infusion device in 2007. She reported experiencing 12 clearable occlusion errors since that same day, with 4 of those occurring four days later. Occlusion errors were observed during normal basal delivery and while bolusing. She awoke to one occlusion error at 4:00 am prior to that day. Her blood glucose value at that time was 333 mg/dl. She reported her normal blood glucose range to be 70-140 mg/dl. She believed the elevated blood glucose to be related to the occlusion error. In this instance, she gave herself an injection of insulin to correct her blood glucose level. She awoke the next day to another occlusion error. Her blood glucose level at the time was 300 mg/dl. During troubleshooting with a company rep, she bolused 2 units of insulin using her infusion device to correct her blood glucose level. In follow up to troubleshooting, she again experienced clearable occlusion errors four days later and the following two days later. She did not report any blood glucose concerns related to these occurrences. As a result, a replacement infusion device was shipped to the patient. The patient did not required medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.